Event description:
On january 29, 2007, the lay user/pt contacted lifescan alleging the one touch basic enhanced meter would power off during use. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however was unable to reach her by telephone. On january 31, 2007, the mas mailed a letter requesting the pt contact medical affairs. On an unspecified date in january, 2007, the pt noted the reported meter would power off during testing; she was unable to obtain a blood glucose reading. Following this attempt to use the meter, the pt passed out. The pt took no action to treat herself. Emergency services were contacted and the pt was transported to the emergency room. The pt's blood glucose level was tested to be 300 mg/dl, and she received an unk treatment. The pt was unable to provide specifics regarding her treatment. It would have been helpful to determine for how long the power issue had occurred prior to the event, what meals and medications the pt had taken prior to passing out, who contacted emergency services, her blood glucose level and treatment by the paramedics, her treatment in the emergency room, her medication regimen, if the pt took her usual meals and medications despite not being able to test her blood glucose levels, her expected results, any other medical conditions occurring at that time, if the pt had passed out previously due to hyperglycemia, and if she had a backup meter. The customer care advocate (cca) determined the meter had suffered no trauma, and that the pt had not replaced the meter's batteries according to MFR's recommendations. According to the owner's manual for this meter, the expected battery life is approx 18 months. The meter, test strips and control solution were replaced. Although the pt had not replaced the batteries, she was unable to obtain a blood glucose reading on the reported meter due to the power issue. The pt passed out, and received emergency medical attention. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.